Event description:
A piece of equipment (tibial resection guide) used to guide tibial cuts, broke off in pt (pike arm). Unable to retrieve. Cemented in tibial shaft. This was a consigned instrument and was taken and replace with another one by rep.